Manufacturer narrative:
Image review: one media file was provided for review. Patient¿s executive summary was not provided for anatomical review. However, evidence supports that the patient had a previously implanted surgical aortic valve. Fluoroscopy valve load inspection was performed and confirmed a good load. Evidence shows the delivery catheter system being attempted to cross the surgical aortic valve and unable to. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. It was reported that further attempts were aborted, and a non-medtronic valve was implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve-in-valve procedure involving a pre-existing surgical aortic valve, the delivery catheter system (dcs) was unable to cross the existing bioprosthesis despite using a non-medtronic guidewire. Multiple attempts were made, but the dcs was withdrawn due to a pronounced aneurysm of the ascending aorta. The team subsequently switched to a non-medtronic prosthesis. Additional information was received indicating that, per the physician, there was no indication that the dcs contributed to the aneurysm. The patient was placed on conservative therapy for the aneurysm.

Event description:
It was reported that during a valve-in-valve procedure involving a pre-existing surgical aortic valve, the delivery catheter system (dcs) was unable to cross the existing bioprosthesis despite using a non-medtronic guidewire. Multiple attempts were made, but the dcs was withdrawn due to a pronounced aneurysm of the ascending aorta. The team subsequently switched to a non-medtronic prosthesis.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.